Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a self test alarm issue and button not functional on user interface could not be confirmed with the returned system controller (serial # (B)(6). Additional information reported the system controller was exchanged on (B)(6) 2024. It was reported random self test alarming and display not working on the controller. It was reported the green pump light was still illuminated but no other buttons were working as intended. The returned device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Performed system controller self-test and the controller passed. All audio and visual alarms were verified during the test. All user interface buttons functioned as intended. Depressing the display button cycled through each of the six screens. Depressing the battery button activated the battery gauge. Depressing the silence button was able to silence an induced power cable disconnect alarm. A root cause of the self test alarm issue and button not functional on user interface could not be determined through the evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the first controller exchange, a random self-test alarmed on the new controller and the display did not work on their system controller. The patient denied any trauma or damage to the controller. The green pump light was still illuminated but no other buttons were working as intended. The patient was instructed to switch power sources from batteries to wall power. However, the patient stated to not have a mobile power unit (mpu) cable at home. They switched from one set of batteries to another with no change in alarms/ blank display screen. The second controller was exchanged on (B)(6) 2024.